Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0wan5, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0wan5, implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4) implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that his setting at nighttime was 0.0 on the left side and 2.5 volts on the right side. During the daytime he was at 3.5 volts on the left side and 3.0 volts on the right side. When stimulation went to 3.5 volts on the left side he felt an "electronic impulse" radiate down his left shoulder, elbow, arm, and to the finger tip. It was described as overstimulation and the patient asked what would cause that to happen. The issue began on (B)(6) 2015. The patient's indications for use were parkinson's dual and movement disorders. The cause of the overstimulation was unknown. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from a consumer reported they met with their health care provider (hcp) on (B)(6) 2015. The patient did not consider the issue to be a problem.